Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 345 mg/dl at the time of incident. The customer's current blood glucose level was 332 mg/dl. The customer experienced symptoms such as difficulty in breathing, tightness in chest, numbing in right arm. The customer was treated with insulin syringes. The customer stated that insulin pump¿s auto mode was inactive. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.